Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell very hard on (B)(6) 2011, landing on her back where the implantable neurostimulator (ins) and patient programmer were, and had not felt stimulation since. It was also reported that the patient could not adjust stimulation. The programmer displayed a "call your doctor" icon. The patient turned the programmer off, then on, and it displayed a warning sign with nothing else. The patient turned the programmer off and on again and it displayed a warning sign on the screen with an error and an unknown image. The patient had put new batteries in the programmer on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.